Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2015-09035. Submitted on 9/3/2015 was submitted as a duplicate of manufacturer report number 1314492-2015-08592. Sent on 8/19/2015. Manufacturer report number 1314492-2015-09035 is a duplicate report and can be removed from the FDA database.